Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two signal artifact monitoring (sam) episodes due to oversensing electromagnetic interference (emi) signals in an ablation procedure. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming options. This ICD remains in service. No adverse patient effects were reported.